Event description:
It was reported that there was two incidents in the same case. "The teleflex sheath flowered going through calcified anatomy." As a result, the iab was removed and a 2nd iab was inserted at the same insertion site, however the balloon only inflated half way. Additional information states that the patient expired. At the time of this report the customer has not returned our multiple requests for additional information. If additional information is received, the complaint file will be updated. See associated MDR #3010532612-2023-00461.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that there was two incidents in the same case. "The teleflex sheath flowered going through calcified anatomy." As a result, the iab was removed and a 2nd iab was inserted at the same insertion site, however the balloon only inflated half way. Additional information states that the patient expired. At the time of this report the customer has not returned our multiple requests for additional information. See associated MDR #3010532612-2023-00461.

Manufacturer narrative:
(B)(4). The additional information received on 09aug2023 reported that the patient died of multi organ failure on (B)(6) 2023, 7 days after the insertion of 2nd catheter and the initiation of iabp therapy. The initial 50cc catheter was inserted in the right femoral artery and both the pumps were inserted through the right groin. The physician does not declare that the inability of the catheter to inflate properly caused or contributed to the patient's death. The reported complaint for "sheath flowered" during insertion was not able to be confirmed as the product was not returned for investigation. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The root cause of the complaint was undetermined. No further action was required at this time. Teleflex will continue to monitor and trend on reports of this nature. Other remarks: n/a. Corrected data: n/a.